Event description:
The hcp reported that the pt was being admitted to the hospital for "withdrawal symptoms." During interrogation of the pump, it was noted that 2 stalls/recoveries occurred minutes prior to refill in 2005. Each of the stalls lasted only minutes. Review of the procedure revealed that the stalls were not likely related to the current situation as there is not a current active stall or audible alarm. A dye study revealed good cerebrospinal fluid flow and the catheter appeared to be intrathecal. Rotor study revealed "no visible movement." No specific withdrawal symptoms were reported. The pt was receiving sufenta, baclofen and dilaudid via the drug delivery pump. The hcp planned to replace the pump in the near future.

Manufacturer narrative:
(B)(4).